Manufacturer narrative:
The reported event of infused at wrong rate in cerner file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(6) service history showed the device had a manufacture date of 5/08/2007. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for convert to loaner, convert to recondition and the lvp recall, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. There was no correlation to the reported complaint. A review of the device history record showed the device had a manufacture date of 08may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
The customer reported that during a tpn infusion in the nicu at 3 ml/hr, the nurses noticed at 1220 on (B)(6) 2018 that the rate on the pump was correct but in cerner, documentation was showing alternating volumes of 3 ml/hr and 100 ml/hr, alternating at 2 ¿ 3 minute intervals. The nurses ensured that the rate on the pump was correct; they turned off the pump and reprogrammed it, thinking it would correct the problem. The tpn continued to run at 3 ml/hr, the documentation continued to cycle between 3 ml/hr and 100 ml/hr. At 3am, d10w was started as scheduled to be administered with intermittent antibiotics. The tpn was restarted then on a new pump and the documentation was correct. The customer's internal investigation confirmed that the patient did receive 3ml/hr only, not 100ml/hr before the pump was switched. There was no patient harm.

Manufacturer narrative:
The reported event of infused at wrong rate in cerner file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 5/08/2007. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for convert to loaner, convert to recondition and the lvp recall, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. There was no correlation to the reported complaint. A review of the device history record showed the device had a manufacture date of 08may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involved CAPA reference: ca-(B)(4).

Event description:
The customer reported that during a tpn infusion in the nicu at 3 ml/hr, the nurses noticed at 1220 on (B)(6) 2018 that the rate on the pump was correct but in cerner, documentation was showing alternating volumes of 3 ml/hr and 100 ml/hr, alternating at 2 ¿ 3 minute intervals. The nurses ensured that the rate on the pump was correct; they turned off the pump and reprogrammed it, thinking it would correct the problem. The tpn continued to run at 3 ml/hr, the documentation continued to cycle between 3 ml/hr and 100 ml/hr. At 3am, d10w was started as scheduled to be administered with intermittent antibiotics. The tpn was restarted then on a new pump and the documentation was correct. The customer's internal investigation confirmed that the patient did receive 3ml/hr only, not 100ml/hr before the pump was switched. There was no patient harm.